Event description:
It was reported that a vial-mate adapter leaked during reconstitution. The reporter stated that the device was securely attached to the unknown bag and the needle visibly penetrated the stopper. There was no patient involvement. No additional information is available. This is report 5 of 6.

Manufacturer narrative:
(B)(4). The device was manufactured 10/25/13-10/28/13. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing and simulated use testing were performed, and the device operated per specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.